Event description:
It was reported that the patient failed to recharge their ipg. In turn the ipg was deemed inoperable. Also, patient desired a MRI conditional system. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018. Reportedly, therapy was restored post-operatively.